Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure a 23mm sapien valve was implanted inside a pre-existing 23mm perimount valve. Following valve deployment the right coronary artery was completely occluded. Additional information received indicates the patient did well following the procedure and was discharged. Per report, this patient was implanted with a surgical valve in 2006. The patient¿s right coronary measured 5mm from the level of the lower surgical strut. It was decided to wire the vessel but not to place a balloon in during deployment of the sapien valve. After valve deployment, the right coronary was completely closed. The physicians attempted to insert a balloon, however, this was unsuccessful. The patient was placed on pump and the right coronary was bypassed. The patient came off pump and was sent to ICU. It is believed the stent cage pushed into the right coronary artery occluding it. Additional information: the pre and post deployment position for the sapien valve was 50:50. The final valve position was as intended. Coaxial alignment of the delivery system and valve was good. The image intensifier angle was good. Ventilation was held during deployment and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, in addition to the procedure itself, patient factors [i.e. Pre-existing stenotic prosthetic surgical valve and it¿s position in relation to the coronary ostium] appear to have caused or contributed to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.